Event description:
A (B)(6) male pt contacted zoll customer support to report that his device his monitor would not power on completely. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on completely) has been confirmed. As received, the monitor was resetting. Upon eval, there were intermittent dsp (component u500) communication faults. The cause of the inability to power on properly is the u500 dsp communication faults on computer / analog (ca) board sn (B)(4). The root cause of the defective u500 could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.